Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed a call service (078) alarms. During testing, the pump was able to successfully complete the rewind, load, and prime sequence. The pump was exercised for 24 hours with no call service alarms. A visual inspection of the pump showed moisture in the battery compartment. The battery compartment was cracked and the pump failed a leak test due to this. The pump cover was opened and moisture damage was found on the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.